Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 25 mmol/l at the time of incident. The customer's blood glucose was 12 mmol/l at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they seemed that something was not going through. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.